Event description:
In 2009, the lay user/patient in germany contacted lifescan (lfs) to report the one touch ultra meter was giving inaccurately high readings. The sr. Medical affairs specialist was able to classify the complaint based on the information originally provided. On the same day, at 1:30 pm, the patient obtained the blood glucose readings of 14.7 mmol/l and 14.6 mmol/l on the reported meter, which were high compared to his expected values. The patient's reading from the previous day at that same time was 4.9 mmol/l. The patient planed to go for a walk, and chose to take six units humalog insulin. At approximately 3:00 pm, the patient reportedly experienced the symptoms of weakness and sweating. The patient administered self-treatment with dextrose. At 3:01 pm, the patient tested his blood glucose level to be 2.1 mmol/l. The patient ate additional "sweets", and felt better afterwards. He did not seek medical attention. Earlier on the day of this event, the patient had obtained the blood glucose reading of 5.2 mmol/l at 8:08 am and took six units humalog insulin. The patient ate lunch at 11:30 am, and did not take any insulin. The patient takes humalog insulin based on meter readings, such as 10 units humalog if the meter reading is 8.0 mmol/l and 12 units humalog if the meter reading is 10.0 mmol/l. During the troubleshooting telephone call, the technical service representative (tsr) determined the patient's testing technique was correct and the meter was programmed for the correct unit of measure. The meter and test strips were replaced. The patient experienced symptoms suggestive of hypoglycemia following an insulin dose based on elevated meter readings. The patient received treatment with dextrose and food to alleviate the symptoms. Therefore, this complaint is being reported.

Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.